Event description:
The customer was hospitalized for high blood glucose. The customer stated that they took a cortisone shoot and their sugar went up. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a lead screw test and high-pressure test were completed and passed within specifications. Instructed customer to change the infusion set/site and use manual injections as per md protocol.